Manufacturer narrative:
Internal file number: (B)(4). Patient code 1964 removed. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated, and the reported difficulties appear to be due to case related circumstances. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip entanglement and chordal rupture. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted with no issue. A second clip delivery system (cds) was advanced to the mitral valve; however, difficulty was met while grasping and capturing the leaflets, and the clip became caught in the chordae. The clip was able to be removed, but the chordae were noted to be ruptured. The clip was not implanted and the cds was removed. A new cds was advanced and the clip was deployed. Two clips were implanted; however, the mr remained at 4+. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.